Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and went to the clinic for a device check. The patient's right ventricular (rv) lead exhibited noise and a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.